Event description:
It was reported that the right ventricular (rv) lead has varying impedance. It was also reported by the patient and patient family member that triggered alerts have gone off every two-three hours for several weeks with a pulsating ring to it and lasting three to four seconds. It is unknown whether there was any medical intervention. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.